Event description:
When setting up an operating room case using the vascular pack, the tech noted an approximately 1 cm thin shred of foreign material inside of the b-d syringe that came in the pack. The pack was removed from the operating room.